Event description:
It was reported to philips that the image quality does not allow for an optimal diagnosis. The device was clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.